Manufacturer narrative:
A replacement glidescope video baton 2.0 large and a glidescope core smart cable were provided to the customer. The video baton 2.0 large and the core smart cable used in the procedure were returned to verathon for evaluation. A verathon technical service representative evaluated the customer's returned video baton 2.0 large and confirmed the reported image issue. The technical service representative reported that the video baton 2.0 large intermittently produced a split screen image or ceased to be recognized by the monitor. The camera image quality test was performed and failed. The technical service representative reported that when the customer's core smart cable was connected to a known, good, test baton, the video image was normal. The camera image quality test was performed and passed. The technical service representative noted that the core smart cable and video baton 2.0 large only failed when they were connected to each other; when the customer's smart cable and video baton were connected to a known, good, test monitor, the image flickered. The technical service representative attributed the "no image / intermittent image" to baton failure. Since the customer was already provided a replacement glidescope video baton 2.0 large and a glidescope core smart cable, the returned video baton 2.0 large was scrapped and the core smart cable was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would go out when the baton was moved. The customer was able to isolate the problem to the video baton 2.0. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.